Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown whether the patient was reimplanted with a new device as of the date of this report, jun 1, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.